Event description:
It was reported through a svc report that the cot would not fold up to load, oil was leaking from motor, and the cot had no power to lift. It is unk if there was pt involvement, and no adverse consequences were reported.